Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV, diagnosed via ultrasound. The device has been explanted with a complete capsulectomy and replaced with another manufacturer's device. The excised capsule was sent to pathology for analysis which showed fibrosis in relation with the periprosthetic capsule and presence of negative cd30 lymphoid cellularity.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV, diagnosed via ultrasound. The device has been explanted with a complete capsulectomy and replaced with another manufacturer's device. The excised capsule was sent to pathology for analysis which showed fibrosis in relation with the periprosthetic capsule and presence of negative cd30 lymphoid cellularity.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.